Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: b4: date of this report was updated. D9: device availability and return date was updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H6: type of investigation code was added: 3331, 4110, 4109 and 4111. H6: investigation findings code was added: 213. H6: investigation conclusions codes were added: 4310 and 4315. H10: narrative/data was updated. One tapered screw vent (tsvtwb10) with crown was returned for investigation. Visual evaluation of the as returned product identified signs of usage and what appears to be bone debris on the screw vent/external threads. Product was measured and matched to the DHR print description. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. A pre-existing condition noted on the per was diabetes. The reported device was located on tooth #14 (universal) and was used for approximately 1 year and 5 months. X-ray or picture image was not provided. DHR review for the lot number (1230596) revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Sterilization records (op150) were reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. Complaint history review by lot number (1230596) was performed for similar events using keyword (medical: pain) and no other similar complaint was identified. November post market trending was reviewed and there were no actionable events or corrective actions for the reported event (pain) or product (tsvtwb10). Therefore, based on the available information, device malfunction did not occur and the reported event was non-verifiable.

Event description:
No additional event information at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Additional PMA/510(k) number: k101880. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported by the customer that the implant at tooth location #14 was removed due to becoming painful. Patient will not return for additional appointments.